Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Additional information was received that an x-ray and venogram was performed and identified a lead fracture. An invasive procedure was performed. The rv lead was explanted and replaced and the pacemaker remains implanted and in service. No adverse patient effects were reported.

Event description:
Additional information was received indicating that a few months later, noise on rv lead was still evident. Programming was performed; however, the patient became asystolic in aai mode thus was programmed back to ddd but had pauses greater than 2 seconds along with lightheadedness and dizziness. Ts further discussed timing cycles and programming options. The device was recently reprogrammed to doo and the patient will be brought in for further evaluation. No further information was obtained. No adverse patient effects were reported.

Event description:
Boston scientific received information that his pacemaker and right ventricular (rv) lead exhibited no sensing in bipolar configuration. Additionally, noise was observed that was felt to be myopotential in nature. The noise was oversensed resulting in an unknown duration of pacing inhibition. The noise was reproducible with pocket manipulations. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.